Event description:
The patient was implanted with the ecoin device on (B)(6) 2025 and the device was activated on (B)(6) 2025 with an amplitude setting of 2 ma. Additionally, the device was reprogrammed on (B)(6) 2026 with an amplitude setting of 4 ma. On (B)(6) 2026, the patient reported the ecoin device was causing periodic pain at the bottom of their incision near the ecoin device which prohibited them from some of their daily activities such as walking/exercising. The pain was not attributed to device stimulation. The patient detailed the pain began once the device was implanted and although the incision was healed, it was still very bothersome and was described as feeling "electrical or sharp." Additionally, the patient reported their urinary symptoms were so severe, they had to take overactive bladder (oab) medication. An explant procedure was performed on (B)(6) 2026 due to patient experiencing pain. No further information is avaliable at this time and needs further resolution.

Manufacturer narrative:
The adverse event is pending examination by the clinical principal investigator. The complaint will be updated when the examination is complete. The device history file for both the ecoin device (503275) including the sterile load history report (300-974) and the procedural kit lot (301355) available at the implantation facility were reviewed and there were no related issues found. The ecoin device is used to treat urgency urinary incontinence. The cause of the pain is unknown. The investigation findings do not lead to a clear conclusion on the cause of the reported issue. Therefore, the root cause code was selected as unable to determine.